Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of intermittent image was confirmed due to faulty charged coupled device. In addition, a cut in the cable and loose/wobbly coupler were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The customer reported the hd autoclavable camera head picture is fuzzy or disappears. The event occurred during an unknown diagnostic procedure. A similar device was used to complete the procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty charge coupled device could not be determined. Olympus will continue to monitor field performance for this device.